Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 14 non-sustained tachycardia and 1 ventricular fibrillation (vf) episodes of less than 220 ms v-v cycle length are recorded between (B)(6) 2013 and (B)(6) 2013. 5414 v-sic occur since (B)(6) 2013. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013, (B)(6) 2013, and (B)(6) 2013, and (B)(6) 2014. It is not evident from the impedance trends which lead prompted the out of tolerance subthreshold lead impedance alerts. (B)(4).

Event description:
It was further reported that the rv lead exhibited high impedance.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to a high number of short interval counts (sic) and non-sustained ventricular tachycardia events exhibiting non-physiologic noise. A possible fracture is suspected. The lead was initially reprogrammed and now has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.